Event description:
It was reported that the device was used during a laparoscopic procedure. The surgeon could not easily remove the device from the pt. Another device was used to complete the case. No pt consequence.